Manufacturer narrative:
The device was inspected and the reported complaint was confirmed. Bolus delivery was tested and the device completed the delivery sequence until 3.35u iob. A bg reading of 15.0 mmol/l was entered (fig 1) which should return a 0u correction bolus if entered into the bolus calculator given the 3.35 iob. However, the device displayed a suggested correction of 2.25u after calculation. This bolus could be administered after hitting the confirm button. No other damages or defects noted. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the bolus calculator on the personal diabetes manager was not taking the insulin on board into the equation.